Event description:
It was reported that the arthroplasty was revised due to loosening of the femoral and tibial components. The components were implanted in situ for approximately 15.8 y. The femoral and tibial components were revised. The patient presented with a (B)(4) score of 2 three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2012-02135.